Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited oversensing causing inhibition of pacing. The device was reprogrammed. The patient was in stable condition post resolution.